Manufacturer narrative:
A manufacturer representative was able to go on site and evaluate the device. Visual and functional testing were conducted on the device. A reboot of the system was attempted but unsuccessful, which required the central processing unit (cpu) and uninterruptible power supply (ups) to be power cycled manually. After that was completed the device was able to function as intended. System checkout successful. No further action required.

Event description:
Medtronic received information regarding an imaging device. It was reported that the screen on the mobile view station (mvs) had gone black and was showing an input message. This was observed outside of a surgical procedure. No patient involved.